Event description:
A customer contacted beckman coulter (bec) reporting that ammonia quality control (qc) was low and ammonia calibration failed on the unicel dxc 800 pro synchron chemistry analyzer. The issue was referred to a bec field service engineer (fse). A bec fse was dispatched and discovered that the a/b valve was leaking at the port for reagent probe a . The leak was contained within the instrument. The leaking fluid was water. It is unknown if personal protective equipment (ppe) was worn by the operator(s) while using and/or troubleshooting the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the contained leak. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) replaced the a/b valve and a new ammonia reagent was loaded and calibrated. The fse performed qc and a precision check yielding results within range. Service activity was verified. Bec identifier for this report is (B)(4).